Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00225, and 3006425876-2026-00224.

Manufacturer narrative:
(B)(4). Correction to section h11: "the reported complaint of the needle bending was confirmed based on the investigation of the sample received" was corrected to "the reported complaint of the needle bending could not be confirmed based on the investigation of the sample received". Device evaluation: the reported complaint of the needle bending could not be confirmed based on the investigation of the sample received. The actual complaint sample was not returned; only a representative sample was received for evaluation. The returned needle was visually examined with no visual issues found. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on this, the potential cause of this complaint could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00225, 3006425876-2026-00223 and 3006425876-2026-00224.

Manufacturer narrative:
(B)(4). The reported complaint of the needle bending was confirmed based on the investigation of the sample received. The actual complaint sample was not returned; only a representative sample was received for evaluation. The returned needle was visually examined with no visual issues found. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on this, the potential cause of this complaint could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00225, 3006425876-2026-00223 and 3006425876-2026-00224.